Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (500mg, per day, discontinued after 14 days, route was not reported) and cefepime injection (1gm 5ml, per bag, discontinued after 14 days, route was not reported) for peritonitis. Three days after the event onset, the patient was hospitalized for the event. Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.